Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose (bg) level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer changed the pump supplies and resumed insulin therapy.